Event description:
It was reported that during a stenting treatment procedure, shaft breakage, partial stent deployment and stent deformation occurred. The target lesion was located in the calcified and tortuous right superficial femoral artery (sfa) with 50% stenosis and was 10cm long. Contralateral approach was used. When releasing a 6x201x130mm innova bare metal stent in the true lumen, only 3 centimeters of the stent could be deployed correctly. After that the resistance at the rotating wheel increased and the extractor tool got unhinged. The stent could not be deployed. Since it was already partially deployed, it could not be removed anymore. By pulling the sheath from the stent, the stent was stretched very strong. The resistance became severe causing the plastic shaft torn apart. Only with contra pressure with the long sheath the heavily damaged stent finally could be released. Manipulation with the sheath increased bleeding at the entrance of the sheath. Two more stents were deployed into the damaged stent. The final inspection showed an open right sfa. No further patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, shaft breakage, partial stent deployment and stent deformation occurred. The target lesion was located in the calcified and tortuous right superficial femoral artery (sfa) with 50% stenosis and was 10cm long. Contralateral approach was used. When releasing a 6x201x130mm innova bare metal stent in the true lumen, only 3 centimeters of the stent could be deployed correctly. After that the resistance at the rotating wheel increased and the extractor tool got unhinged. The stent could not be deployed. Since it was already partially deployed, it could not be removed anymore. By pulling the sheath from the stent, the stent was stretched very strong. The resistance became severe causing the plastic shaft torn apart. Only with contra pressure with the long sheath the heavily damaged stent finally could be released. Manipulation with the sheath increased bleeding at the entrance of the sheath. Two more stents were deployed into the damaged stent. The final inspection showed an open right sfa. No further patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the mid shaft could not be removed from outer shaft due to dried blood and buckles in the outer shaft. However, the mid shaft did exhibit free movement distal of the buckles in the outer shaft indicating that buckles did originate during deployment but rather during pulling the partial deploy stent into the guide. Strut impressions on the tip confirm this event. The overmold length was verified to be acceptable based on thermal signatures on the mid shaft. The minor handle pin damage due to assembly is not related to the tensile nature of the failure as the failure was distal of the handle. Shaft dimensions were measured, with all meeting print specifications. The housing pins were deformed slightly, but the damage was not severe and 100% gap inspection is performed in manufacturing. Silicone coating was evaluated and silicone was detected in the distal stent region but less than quantitative limit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).